Event description:
It was reported an issue with novosyn suture. The client reported that the outer package and the inner package were glued together. When the inner package was pulled strongly, part of the outer package was torn and remained attached to the inner package. No more information has been provided.

Manufacturer narrative:
Analysis and results: there is a previous confirmed complaint of this code batch regarding the same issue and received from the same end customer. We manufactured and distributed in the market 114 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (unused). We have checked the open sample received and there is a part of the second pack (plastic) attached to the first pack (aluminum pack) in the welding area. This is due to an accidental effect of the welding machine and this unit was not sorted out by the personnel involved in the process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.